Event description:
While testing the micro sagittal saw during routine servicing the representative state that the device may have run on (the device won't stop after the trigger is no longer activated). There was no patient involvement and no adverse consequences associated with this event. It was reported that during service at the manufacturer the device ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor assembly.